Event description:
Baxter field service engineer (fse) reported a pt was receiving hemodialysis on the baxter meridian device. The mode selection at the left top corner of the display screen turned red, but there was no audible alarm. There was an f478 alarm and the power was off/on and the device was rebooted and treatment continued. Approximately five minutes later, the device elicited a system interface board (sib) error and the power was cycled off/on again. During the sib error the entire display was red but there was no audible alarm. This time the device could not be rebooted and the device did not power off. Pt was asymptomatic, the treatment was discontinued, blood was hand cranked back to the pt and hemodialysis was restarted on a baxter 1550. There was no pt injury or medical intervention necessary as a result of this event.